Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm the constant upstream occlusion alarm. The device was not in specification caused by a cracked upstream sensor. A cracked upstream sensor is a known cause of upstream occlusion alarms and the sensor has been replaced.

Event description:
It was reported that a pump was alarming constantly for an upstream occlusion. It was also reported that there was no patient injury.